Manufacturer narrative:
.

Event description:
The customer reported the device is damaged. There was no reported patient involvement.

Manufacturer narrative:
Initial reporter information updated from (B)(6) to (B)(6).